Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the left eye and has been experiencing symptoms of blurriness, and positive dysphotopsia which were stated to being debilitating on a daily basis. Follow-up with the physician''s office indicated that the lens was positioned correctly. It was reported that the patient was prescribed loteprednol for dry eye. No additional information was provided.

Manufacturer narrative:
(B)(4).: manufacturing record review revealed the device manufacturing records were reviewed and indicate no deviations. The diopter measurement records from this particular lens was verified and shown to be within specifications. In conclusion, the batch has passed all acceptance criteria for all tests performed and is within all specifications. Prior to release to market the intraocular lens met all manufacturing specification.